Event description:
It was reported that patient presented in clinic during follow up showing post-sensed t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended but were not made. Patient will be monitored. Device remains implanted.

Manufacturer narrative:
(B)(6).

Event description:
New information received notes that programming changes were made. However, the patient later presented to clinic with another instance of post-paced t-wave oversensing. Programming changes and induction test were recommended.